Event description:
The pt experienced a loss of therapeutic effect and felt stimulation on the left side of his face. The pt noticed loss of benefit around (B) (6) 2009. He had bumped his head six months ago and it wasn't clear if this was related to loss of therapy. X-ray did not reveal any issues. Impedance values on left side were greater than 4,000 ohms on electrode pair 0, 3 and no result (got ???) On electrode pair 0, 2. The pt was programmed c+, 1-. It was suggested that at the next visit, the area be palpated to determine if there could be a fluid short or if there was an opposite side of body therapy response. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).